Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The physician attempted to reposition the lead but was unable to find a suitable location due to tortuous patient anatomy. The lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.